Manufacturer narrative:
(B)(4). It was reported that the sling was implanted on (B)(6) 2003 and the mesh surgically removed on (B)(6) 2011 due to chronic bladder infections, severe urinary stress incontinence, painful sexual intercourse, vaginal pain, ongoing pelvic pain and daily bladder pain.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.